Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient had a shunt placed on the right side of their head on the day of the report, and since surgery patient had tremors on both sides, was unable to get food from the dish, patient had more dominant tremor on the left side of their body. Impedances were tested and the following impedances results were reported. Right vim- 01 82 ohms 02 329 03 72 12 329 13 83 23 356 c0 492 c1 531 c2 593 c3 488 therapy -346 ohms, 7.22ma 2+1-0-, 2.7volts. 170pw, 170hz. Right stn (ins is in the abdomen) c0 285 ohms c1 284 c2 285 c3 728 01 63 02 63 03 607 12 62 13 607 23 604 therapy 704ohms, 4.762ma, 3+0-3.4 volts, 150pw 170hz. The rep stated that the right stn programming was fine and thus no issue there, however the right vim implant had a combination of electrode 0 and 1, which was ashort. The rep was advised that they would need to reprogram to not use the 0 and 1 electrodes as that would drain the implant battery. Possible combinations that might work were reviewed with the rep. It was noted that electrocautery was used in surgery. The rep was referred to the health care professional (hcp) to further discuss with hcp. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep). Rep stated that the attending surgeon for the patient's shunt procedure stated that the short circuit was likely caused by the electrocautery. Patient was programmed on a different pair combination to resolve the tremors and no other actions had been taken to date to resolve the short circuit. Rep stated that the tremors had resolved for the most part. It was also verified that the shunt surgery was not related to the patient's device/therapy. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Device codes c62955, c63214 do not apply to this event. The correct device code is c63047 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.